Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusions: "this case is considered as a permanent decrease in visual acuity from scarring or distortion." Evaluation of returned complaint sample is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A hospital pharmacist reported a patient was diagnosed with bilateral keratitis and experienced a los of visual acuity associated with wear of precision uv contact lenses & use of solocare aquify lens care solution. The pharmacist reported event was due to non-compliance to care system. The lens case was rinsed with tap water & the solution was not discarded after more than 3 months open. Bacterial analysis negative. Lens case positive for acanthamoeba, corneal scraping & solution negative. Pre-event acuity not provided, post-event acuity not provided. Several requests have been made for additional information; however, no further information has been provided. This case has been designated as the right eye event.